Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") in a 30-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiple caesarean sections. Concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient underwent endometrial ablation ("ablation"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted hysterectomy and cystostomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the menstrual disorder, endometrial ablation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometrial ablation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish. Onset date of event vaginal haemorrhage, menorrhagia, pelvic pain were update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain"), menorrhagia ("menorrhagia") and endometrial ablation ("ablation") in a 30-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiple caesarean sections. Concurrent conditions included uterine bleeding. Concomitant products included buprenorphine from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since 2009, paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2010 and varenicline tartrate (chantix) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with dilation and curetage and surgery (robotic-assisted total hysterectomy and cystostomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the endometrial ablation, menstrual disorder, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received: new event of dyspareunia added, onset date of the events updated, concomitant medications added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") in an adult female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiple caesarean sections. Concurrent conditions included uterine bleeding. In 2009, the patient underwent endometrial ablation ("ablation"). On (B)(6) 2009, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted hysterectomy and cystostomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the menstrual disorder and endometrial ablation outcome was unknown. The reporter considered dysmenorrhoea, endometrial ablation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") in an adult female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2009, the patient underwent endometrial ablation ("ablation"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (partial supracervical hysterectomy and cystostomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the menstrual disorder and endometrial ablation outcome was unknown. The reporter considered dysmenorrhoea, endometrial ablation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs recevied reporter added, lot number received: product information updated, events added as:- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), did not undergo essure confirmation test,ablation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain'), menorrhagia ('menorrhagia') and endometrial ablation ('ablation') in a 30-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiple caesarean sections. Concurrent conditions included uterine bleeding. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since 2009, paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2010 and varenicline tartrate (chantix) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with dilation and curetage and surgery (robotic-assisted total hysterectomy and cystostomy, uterus, cervix were removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and genital haemorrhage had resolved, the endometrial ablation, menstrual disorder, depression, anxiety, dyspareunia and post procedural complication outcome was unknown and the vaginal haemorrhage had resolved with sequelae. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain'), menorrhagia ('menorrhagia') and endometrial ablation ('ablation') in a 30-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiple caesarean sections. Concurrent conditions included uterine bleeding. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since 2009, paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2010 and varenicline tartrate (chantix) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with dilation and curetage and surgery (robotic-assisted total hysterectomy and cystostomy, uterus, cervix were removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and genital haemorrhage had resolved, the endometrial ablation, menstrual disorder, depression, anxiety, dyspareunia and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and general abnormal bleeding. Outcome of events menorrhagia, pelvic pain, dysmenorrhoea, general abnormal bleeding updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.